Manufacturer narrative:
510k: this report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a long trochanteric fixation nail-advanced (tfna) nail had to be removed due to the nonunion of the distal femur. This removal surgery took place on (B)(6) 2017. The tfna was done with a screw insertion and not a helical blade. A plate was placed into the femur after the removal of the nail. This report is for one (1) unknown locking screw this is report 3 of 3 for (B)(4).